Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: 3 photos were provided. They show a small glass bottle with a rubber stopper on the top. This rubber stopper has a white color/ substance on the center. The needle is inserted in the center of this rubber stopper. The needle appears to have white epoxy next to the plastic hub. Failure mode is verified. An epoxy drip over generally occurs when the epoxy applicator fails to shut off for a missing cannula. There are several contributing / possible factors. A dirty sensor that doesn¿t shut the epoxy off for a missing cannula: the epoxy pressure is too high. The epoxy applicator needs attention ¿ it isn¿t shutting off when it should. The epoxy viscosity is also related to temperature fluctuations. If the temperature goes up, the epoxy gets thinner and flows faster. Here are the things we've done to improve epoxy splatters and drip overs: re-trained operators on 8feb2019 in regards to inspecting for epoxy drip overs and identify epoxy issues. Modified the line to prevent mis-assembled cannula from accumulating and causing epoxy on the caterpillar belts and other needles. Revised the visual instruction for epoxy application to assist the operators in adjusting the adhesive camera. The adhesive camera is used to assist the assembly associate with epoxy adjustments in regards to epoxy location. It is not used to disposition product. While these actions reduce the interaction required for the operator in regards to epoxy application, it is still dependent on the operator to continuously monitor the assembly process for epoxy issues. We will continue to provide coaching and feedback to them as we become aware of issues. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review could not be completed as no batch number was provided.

Event description:
It was reported that before use of the bd nokor¿ filter needle there is a white and sometimes speckled appearance of the filter needle hub where the cannula is inserted into the plastic hub. The following information was provided by the initial reporter: customer text: "(B)(6) qa has received some questions from an end user about the appearance of the 19 g filter needle, catalog number 305200, packaged with one of our products. The questions are related to the white and sometimes speckled appearance of the filter needle hub where the cannula is inserted into the plastic hub. It is our understanding that the white substance that can be seen through the clear plastic of the hub is the adhesive that holds the cannula in place in the hub in addition. Epoxy, a material of construction used in the filter needle manufacturing process, is expected to appear at the juncture of the cannula and the plastic needle hub. Can you confirm that the appearance of the 19 g bd filter needles below is typical of these filter needles? Any other information you can provide regarding the appearance and manufacturing of these needles would be appreciated."